Event description:
Customer reported a cracked and shattered touchscreen on pump, rendering it unresponsive and illegible. No adverse impact to customer's blood glucose level was indicated. Tandem's technical support agreed to replace the pump, with customer continuing to use the current device in the interim. Customer was notified that they would receive a pump with updated software and was provided with instructions for returning the faulty pump. Additionally, instructions for placing the pump into storage mode were supplied. Customer confirmed understanding of these steps and declined the option for a signature upon delivery.